Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. However, the save to disk result file shows the current implantable pulse generator (ipg) clock time at interrogation was (B)(4) 2012 18:24:57. The programmer clock time was (B)(4) 2012 09:17:55, or 9 hours and 7 minutes behind the device. The device implant timestamp is listed as 11:45pm, (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 4470 competitor implantable pacing lead. (B)(4).

Event description:
It was reported that the device clock was approximately eight hours ahead of the true time and resulted in a lead warning that was delayed. The device clock was corrected and the device remains in use. No patient complications have been reported as a result of this event.